Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a 142 cm (56") appx 11.5 ml, pur 20 drop admin set w/0.2 micron filter, luer lock, filter cap where it was reported to be leaking. No additional information was provided. There was an unknown patient involvement and unknown patient harm.

Manufacturer narrative:
No 011-h2077 product samples, videos or photographs were returned for investigation. The complaint of a leaking cassette cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in g4 - PMA/510(k) #.